Event description:
The patient presented with intermittent noise and intermittent low impedance. Fluoroscopy revealed externalized conductor. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.